Event description:
Fluoroscopy images were sent to ts for further evaluation of the device header and connector blocks. The images were not of optimal quality and not the best angle for review. As a result, there is no conclusive evidence to suggest that the df-1 terminal pins are not fully inserted into the connector block. Based on the data provided, a connection issue with the proximal df-1 terminal pin is still a possibility. At this time, the device and lead still remain implanted and in service. Due to the poor health of the patient, the physician is very reluctant to perform another surgical intervention to determine if it is a connection issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the device and lead remains implanted and in service. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard tones being emitted and went to the clinic. Interrogation of the crt-d revealed a shock impedance measurement above 200 ohms on the right ventricular (rv) lead. It was also noted that the patient had an episode of ventricular fibrillation (vf) that occurred one month ago where an appropriate shock was successfully delivered that converted the arrhythmia. The shock impedance measurement for the delivered shock was 30 ohms. Different shock configurations were tested and the shock impedance measurements were above 200 ohms when in triad and rv coil to ra coil configurations; however, the shock impedance measurement was at 49 ohms in rv coil to can configuration. The shock vector was reprogrammed to rv coil to can as requested by the physician. A chest x-ray was performed with magnification of the header and proximal coil of the rv lead and was sent to boston scientific technical services (ts) for evaluation. No adverse patient effects were reported. A ts consultant reviewed the event and x-ray and discussed that the provided x-ray was not conclusive at determining the root cause for the out of range measurement and the issue is most likely related to the proximal coil of the rv lead or to a possible connection issue. The ts consultant provided additional troubleshooting to help further evaluate for a lead or connection issue.